Event description:
It was reported to philips the device displayed the error message "interrupted external power" and the battery did not recharge despite the external power module being properly connected. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.